Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported bd phoenix¿ nid misidentified e.coli as c.braakii and this caused delay in producing patient result. The following information was provided by the initial reporter: customer reports e.coli misidentify as c.braakii and this caused delay in producing patient result. This is an official atcc strain e. Coli 25922 that we use as our stock culture. It is stored in -70 degree celsius freezer. We have been running this strain for years now and it is only this time that it identified as citrobacter. Vitek ID was e. Coli.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00832 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported bd phoenix¿ nid misidentified e.coli as c.braakii and this caused delay in producing patient result. The following information was provided by the initial reporter: customer reports e.coli misidentify as c.braakii and this caused delay in producing patient result. This is an official atcc strain e. Coli 25922 that we use as our stock culture. It is stored in -70 degree celsius freezer. We have been running this strain for years now and it is only this time that it identified as citrobacter. Vitek ID was e. Coli.